Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation ¿error 315¿ was confirmed. In addition to what¿s reported in b5, the following defects were identified: the light cover glass had a chip and uneven adhesive, optical cover glass chipped and missing adhesive, distal end adhesive was lifting, plug body - ethylene oxide valve condition corroded, water ingress at scope connector, leak at biopsy channel, image error code, biopsy channel leaking, up/down angulation out of specification and play in left/right angulation and automated air leak test failed. The investigation is ongoing. The definitive cause of the user¿s experience cannot be determined at this time. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
Olympus representative reported (on behalf of the customer) that there was a scope error code e315, on evis lucera elite colonovideoscope. The reported issue was observed during preparation for use, prior to an unspecific procedure. The procedure was completed using a similar device. There was no patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported code e315 unsupported scope error could not be determined, however, the issue was likely the result of water ingress into the scope connector due to user handling, resulting in electronic component failure. The event may be detected/prevented by following the instructions for use sections below: ¿- inspection of the endoscopic image¿ ¿- perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk¿. ¿- when inserting or withdrawing an endotherapy accessory, confirm that its distal end is closed or completely retracted into the sheath. Slowly insert or withdraw the endotherapy accessory straight into or from the slit of the biopsy valve. Otherwise, the biopsy valve or instrument channel may be damaged and pieces of it could fall off. It may cause patient injury¿. ¿- if insertion or withdrawal of endotherapy accessories is difficult, straighten the bending section as much as possible without losing the endoscopic image. Inserting or withdrawing endotherapy accessories with excessive force may damage the instrument channel or endotherapy accessories and could cause some parts to fall off and/or cause patient injury¿. Olympus will continue to monitor field performance for this device.